Event description:
It was reported that the insulin gauge displayed an amount significantly different from the expected value, with a discrepancy exceeding 30 units. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support on the importance of using room temperature insulin and was guided through the process of filling and loading a new cartridge. Customer chose not to deliver a bolus to verify the updated estimate and decided to monitor the situation and follow up if necessary.